Event description:
It was reported that the customer was hospitalized with insulin shock. Customer was receiving more insulin than what was set to be delivered due to a crack in the reservoir pocket. Customer was riding in the front passenger seat when they started to have a seizure. Customer's blood glucose level was 38 mg/dl at the time of the incident. Customer has been experiencing low blood glucose levels on and off since the incident. Customer will treat with a bolus and disconnect from the pump once the bolus delivers. Customer did not treat with the low when he had a seizure until the ambulance arrived. Customer was admitted on (B)(6) 2015. Customer was unconscious and had seizures. Caller reported that the customer had pressure applied to the damaged area of the pump and they believe that the pump forced insulin into the body. Customer was given 10 percent solution of dextrose drip in an IV. Insulin pump will need to be replaced. No further assistance needed.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with minor scratches on the display window, a cracked reservoir tube, cracked reservoir tube lip and cracked battery tube threads.

Manufacturer narrative:
The pump passed the delivery accuracy test.